Event description:
The customer was unconscious and hospitalized for low bgs. Thoubleshooting was performed. The insulin concentration on the pump was correct. The customer stated that the doctor advised the basal rates should be 12u per day, but the pump was accidentally set 12u per hour at midnight. Basal rates were corrected.